Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The doctor performs a direct anterior approach to a total hip. When implanting the cup with the direct anterior curved cup impactor, the magnetic peg became locked into the threads of the cup and could not be removed. The cup had to be wasted and the peg is still attached to the cup.

Manufacturer narrative:
An event regarding a disassembly issue for cup impactor bolt from a tritanium shell was reported. Conclusions: there is no alleged failure of the shell. The preliminary investigation shows these events are associated with a wide variety of shells. Therefore, the shell is not a contributor to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The doctor performs a direct anterior approach to a total hip. When implanting the cup with the direct anterior curved cup impactor, the magnetic peg became locked into the threads of the cup and could not be removed. The cup had to be wasted and the peg is still attached to the cup.